Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patients right lead was buried too deep and the patient was not getting good tremor control. Surgical intervention took place in which the lead was replace. Therapy was restored.